Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the reporter alleged the pump was not recording the bolus deliveries properly in the bolus history. The reporter claimed that on (B)(6) 2017, the patient completed a bolus delivery but the bolus history does not show records for that day. There was no indication the product caused or contributed to and reportable adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump histories showed that the delivered boluses on each day correctly matched the total daily dose (tdd) bolus history. There was a manual 10 unit audio bolus and a 10 unit normal bolus performed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20 units. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. . The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.